Event description:
It was reported: that a pt had a primary "nk I: implanted in 1997. Presented late june with lumps around antero-lateral aspect of tibia. These were painful and on operation, a synovial fistula was found. The screw was still insitu and had to be unscrewed. The surgeon however is not sure if it was tight.